Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next test strips from lot#: 0kpeb03a for evaluation. The returned meter was tested with the returned test strips using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from portugal reported that he obtained blood glucose readings of 170 mg/dl, 52 mg/dl and 53 mg/dl with the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.